Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 8253410, serial/lot #: (B)(6), ubd: 01-jan-2048, UDI#: (B)(4). Product ID: 8253410, serial number: (B)(6), UDI#:(B)(4) , h6: fdm b01, fdr c07 and d20 are applicable to this product. Previously submitted fdm b17, fdr c20, fdc d16 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 8253410, serial/lot #: (B)(6), ubd: 01-jan-2048, UDI#:(B)(4); product ID: 8253210 patient interface (B)(6) nim pulse 3.0 serial: unknown, UDI : , h6: fdm b17, fdr c20, fdc d16 and img g02005 codes are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that nim console was not working. There was no patient impact.

Manufacturer narrative:
Previously submitted other relevant device(s) are: product ID: 8253410, serial/lot #: (B)(6), ubd: 01-jan-2048, UDI#: (B)(4). Serial and UDI number has been updated since product details received from customer: product ID: 8253410, serial number : (B)(6), UDI#:(B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra-op, nim system was not working. Another patient interface was used to complete the procedure. There was no patient impact.